Event description:
Patient reports tubing was "turning black" from pump to body during infusion on sunday, in 2007, so she changed the tubing and discarded the black tubing. She states, that today "the entire tubing line is black." She says that the tubing is normally white. Returning tubing and remaining drug lot with lot number.